Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Event description:
Consultant reported to pd the knob from the tfn helical blade coupling screw broke off during helical blade insertion. No further information was provided to pd regarding the event or patient information coupling screw was removed with an instrument from the broken screw removal set. Fortunately helical blade was already positioned in an ideal location. The procedure was delayed by 30 minutes. This is report number 2 of 2 for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted and it states that the cap is separated from the shaft where the shaft begins to taper up to the plug end. There is damage to the hex drive on the cap and there are impact marks on the top of the cap. The instrument conformed to dimensional specifications. The hardness was determined to be within specifications and the material was found to be within specification as well as the diameter of the shaft near the weld. This complaint is deemed indeterminate from a manufacturing position. A review of the device history records indicates none of the non-conformances are related to the complaint condition since they are for documentation and the thread is on the opposite end of the part to the knob. There were no anomalies which could have caused or contributed to this complaint. All records indicate the product shipped was manufactured to specifications.

Event description:
This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4)